Event description:
It was reported that during use with bd alaris¿ pump module set had the primary tubing would back prime into a secondary bag. The following information was provided by the initial reporter: it was reported by customer that they had another primary tubing back prime into a secondary bag.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer, however, the tracking information/paperwork was returned. It was reported that they had another primary tubing back prime into a secondary bag. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that during use with bd alaris¿ pump module set had the primary tubing would back prime into a secondary bag. The following information was provided by the initial reporter: it was reported by customer that they had another primary tubing back prime into a secondary bag.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.